Event description:
Information received by medtronic indicated that the insulin pump had emptied reservoir alarm. Customer was unable to clear the alarm. Customer reported insulin pump had frozen display. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. Customer will discontinue the use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump immediately alarmed pump error 38 during rewind, and pump booted up properly, no blank display noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Pump failed pump error 75 during self test. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 82 on the event date of 06/12/2022 at 15:51:08.000 due to a possible hardware failure. Pump alarmed a pump error 43 on the event date of 06/12/2022 at 16:25:19.000 due to a possible hardware failure. Pump alarmed a pump error 75 during testing on 09/14/2023 at 06:27:27.000. Pump alarmed a pump error 38 during testing on 09/14/2023 at 06:26:09.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. Gearbox jammed was also found. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Frozen screen was not confirmed during testing. Pump error 38 was confirmed during testing due to a gearbox jammed. Pump error 75 was confirmed during testing due to moisture damage on the lithium backup battery. Pump error 43 was confirmed in the pump history files and traces due to moisture damage on the motor flex cable. Pump error 82 was confirmed in the pump history files and traces due to moisture damage on the motor flex cable. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.